Manufacturer narrative:
The root cause was the materials used in the device broke off due to excessive force. Initially when this event was reported it was determined the event was not reportable. On a subsequent re-review it was determined that this event should be reported.

Event description:
While the physician was attempting to angle the instrument, the tip of the last sheath broke. The fragment was left in the patient. It was reported that no harm was done to the patient.